Event description:
On (B)(6) 2005, dual chamber ICD implanted. On (B)(6) 2006, abrupt rise in high voltage lead impedance. On (B)(6) 2006, operating room for revision a and v lead twisted, pacing threshold from eight v to a coil markedly elevated consistent with coil problem. Vent lead changed.